Manufacturer narrative:
Legal manufacturer: hcs trout - 3114 n grandview blvd. USA waukesha, wi 53188. A1-6: not provided by customer. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
While being used to monitor a patient during transport, the battery failed and the monitor shut down. It was alleged that the monitor did not alarm for low battery. The patient expired.

Manufacturer narrative:
The customer did not provide any further details regarding the patient and sequence of events that occurred. Ge healthcare (gehc) reviewed the monitor log files and confirmed the monitor was providing physiological alarms until 21:05 (the customer alleged the monitor powered off at 21:15). The logs also showed the monitor was powered back on at 21:28. Gehc received the affected battery and was able to reproduce the reported issue. Following additional testing by a third-party, the gehc concluded that a rapid degradation of the battery from a single cell failure due to normal cell aging (the battery was about 5 years old) led to the unexpected power loss at the monitor. The measured remaining battery time on the monitor was greater than the alarm thresholds resulting in the monitor not having time to respond or issue an alarm before shutting off. Gehc did not identify any adverse trends related to this issue. The customer was provided with the findings. They did not express any further concerns. No further actions are planned by gehc.